Event description:
Pt coded at approx 10:50. Defib was used to shock pt 2 times using aa paddles per their protocols without problem (200j,200j). The hospital staff were not using the defibrillator to monitor the pt's ECG (using bedside monitor). When the staff attempted to charge defib for third shock they got a system error code of 10004 and the defib would not charge. Unit was turned off and immediately replaced by a second defib kept in the dept. The error occurred at 10:56 according to the system log. The code was called at approximately 11:10. The pt did not recover, but not because of the alleged failure, according to hospital staff.